Event description:
On (B)(6) 2023, patient attended first scheduled in center dialysis treatment. Pre vital signs bp-149/83, pulse-92, resp-18, temp-97.0. At approx. 0830 dialysis treatment started with use of f180 nre dialyzer as prescribed. At approx. 0835 patient complained of shortness of breath. Oxygen was given, treatment was discontinued. Patient recovered and was discharged to home stable with vital signs as follows: bp-140/85, pulse-66, resp-18, temp-.97.0. Pt returned to facility on (B)(6) 2023, treated on a dialyzer f180nr without incident. Optiflux f180nre dialyzer added as an allergy.